Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore the report of the patient manually draining 4000ml which met increased intra-peritoneal volume (iipv) criteria was not confirmed. Review of the device's previous service record revealed the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the reported incident of iipv. The device has not been previously returned for any issues related to iipv. The device was not returned to baxter, precluding further device investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device not available.

Event description:
A customer contacted baxter's (B)(4) regarding increased intra-peritoneal volume (iipv) on the homechoice (hc). The caregiver (cg) stated home patient (hp) does a manual exchange during the day and drained out approximately 4000ml. This drain volume meets iipv criteria. The technical service representative (tsr) found out hp had felt bloated prior to draining the 4000ml. Hp's used 2% and 1% dextrose with a fill volume (fv) of 2500ml and a last fill volume (lfv) of 2500ml. Cg reported the registered nurse (rn) was aware of the bloating and large drain volume issues. A swap of the hc was refused. (B)(4) followed up (B)(6) 2010 with the cg who confirmed on the day of the reported event the hp had a last fill of 2500ml on the cycler. Before beginning the manual day exchange, the hp drained the reported drain volume of 4000ml. The hp then filled with his 2500ml day exchange. The cg stated that she used 4.25% for the day exchange. The cg did not have any specific information regarding the prior day's therapy. She did not recall any alarms and stated no bypassing was done. The hp continued to use the cycler for peritoneal dialysis therapy. No patient injury or medical intervention was reported by the cg for this event.